Manufacturer narrative:
The affected device and its log file were evaluated onsite by dräger service. Furthermore, the log review protocol was provided for further investigation at the manufacturer¿s site. Based on the provided log review a malfunction of the airway pressure measurement could be verified, which reportedly caused an interruption of the ventilation. However, the root cause of the reported event could not be determined based on the available information. The device is equipped with two airway pressure sensors, one in the inspiratory and one in the expiratory branch. If one sensor exhibits a malfunction, ventilation will be continued but the device posts a high-priority alarm to indicate the pressure monitoring problem. In case the ventilation stops, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. During the onsite device evaluation, the issue could not be duplicated, and the reported burning smell could not be confirmed. Furthermore, the device passed the full functional test according to manufacturer specification onsite without any problems. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.

Event description:
It was reported during use that the unit displayed the message pressure measurement inop. It was conveyed to the technician that there was a burning smell. There was no patient injury reported. The reported issue could not be duplicated onsite and there was no burning smell found. The unit was released for use without further issues.